Manufacturer narrative:
(B)(4). G2: foreign source: united kingdom the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left-side custom temporomandibular joint replacement procedure. Subsequently, the patient is experiencing pain. An anatomy report has confirmed the presence of heterotopic bone formation in/around the current left-sided implants and this may be the cause of the pain. The surgeon has indicated that they may consider removing this bone and possibly the coronoid to restore function. At this time there is no plan to design a right side joint.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Reported event was unable to be confirmed due to limited information received from the customer and product was not returned. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this event and an investigation was conducted. A review of the DHR confirmed that the system was designed properly per the applicable work instructions. An anatomy report revealed that there was abnormal bone growth around the fossa component. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.